Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, water removal ability does not meet the standard value. There were few additional findings. Due to a crack on distal end, water tightness was lost. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on bending section cover had a chip. Adhesive around objective lens was peeled. Connecting tube had a dent. Scratches were found throughout the device. Connecting tube had discoloration. Objective lens was chipped. Third party repair has been performed. Light guide connector, up/down knob, and air/water cylinder had corrosion. Suction cylinder was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the gastrointestinal videoscope exhibited nozzle clogging and disconnection. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction - the customer had provided a response to a foreign matter questionnaire on 13-dec-2022 that was inadvertently left out of the previous submission. The questionnaire confirmed the following: the customer had cleaned, disinfected and sterilized the device prior to sending to olympus. The customer did not know what the foreign object was. There was no delay to the start of precleaning. The nozzle was flushed with water and air. The customer had soaked the endoscope in cleaning solution due to reprocessing problems. The nozzle was not wiped/brushed with clean lint-free cloths, a brush or sponge. The nozzle was flushed with detergent solution. The customer stated they used kaigen washer for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual, however a definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] inspection of water supply 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
It was further reported, the clogging of nozzle was detected during manufacturer's inspection.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.